Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident could not be duplicated or confirmed. The cam02 monitor was verified as working to specification. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ mar. One non-conformance report was raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor 1130301248. Rate of occurrence: during the time period ¿may 2014 to may 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as (B)(4)% (5 x 10 ¯4) of procedures. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Event description:
This report correlates to MFR. Report number 9617494-2015-00005 ((B)(6)). It was reported that the camo2 stopped recording. The following information was received; "icp (intracranial pressure) monitor stopped recording on friday night (B)(6) and error message was given on the monitor of "catheter failure". We attempted to trouble shoot the monitor, turning it off and on, re-sync to our bedside monitor, all without success. Due to the malfunction we used a transducer cable to monitor icp's. After the monitor was turned off for a time, when turning the monitor back on the error message was gone. Camino monitor was giving a reading but was different from the numbers being obtained by transducer cable by 3-5. We continued to monitor icp's using the transducer method." Icp readings in the 40's, the patient was treated according to this number. Waveform was distorted with this reading. Fluid filled transducer was connected to flex catheter and reading was 7mmhg.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.